Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms. However, analysis of (B)(4) revealed that the device met specifications. (B)(4) passed visual inspection and functional testing. The driveline connector was inspected by a clinical engineer and recessed pins were suspected. A splice repair was performed to replace the connector. The recessed pins likely contributed to the reported events. Heartware the manufacturer has opened an internal investigation to address this issue but has since been closed. The patient had dropped the controller, which could have caused the recessed pins. The most likely root cause of the electrical faults is the recessed pins in the driveline connector. The confirmed malfunction is related to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient observed an electric fault alarm on the controller. The patient contacted the ventricular assist device coordinator who directed him to perform a controller exchange. The patient exchanged the controller successfully and without any ill effects. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Preliminary analysis of the log files does show that two (2) electrical fault alarms were logged, on (B)(4) 2014 at 08:53:27 and again on (B)(4) 2014 at 08:23:30